Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.

Event description:
The user facility reported that during a patient procedure, user facility personnel commanded the 5095 surgical table to raise in height. Following the command, a loud "cracking" noise was heard. User facility personnel observed that the table's column shroud covers were damaged and elected to proceed with the procedure. The procedure was completed successfully following a minimal delay, and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the 5095 surgical table and found that table's column shroud covers were separated and detached. The upper section of the column shroud covers were still attached to the column bellows however, all sections below were resting upon the table base cover. The technician further stated the column shroud covers were bent and scratched. The base cover labeling was also scratched and torn in spots. The damage found by the steris service technician can be attributed to user facility personnel placing/storing objects on the table base. The operator manual states (pg.5), "warning-personal injury and/or equipment damage hazard: do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement placing the patient and/or user at risk of injury." The base cover label states, "warning do not store items on base personal injury hazard/equipment damage storing items on table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury. Do not step or store items on base!" The steris service technician counseled user facility personnel on the proper use and operation of the 5095 surgical table and to specifically not place or store items on the table base. The steris service technician repaired the 5095 surgical table, tested it and confirmed it to be operational; the table was returned to service. No additional issues have been reported.